Event description:
It was reported that the insulin pump had black stripe in the middle of the display. Customer's blood glucose was 90 mg/dl. No further information provided.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Missing segments noted during testing due to open lcd zebra connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.